Event description:
It was reported that this device was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Correction to field b5: describe event or problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead was explanted due to unknown reasons. No additional adverse patient effects were reported